Event description:
Boston scientific received a dreamtome rx 44 device with no associated information. This event has been deemed reportable based on the investigation results: broken cutting wire. Boston scientific has been unable to obtain additional regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date on (B)(6) 2022 was chosen as a best estimate based on the date of receipt. Initial reporter name and address: the returned device had no associated information. The healthcare facility is: (B)(6). (B)(4). The returned dreamtome rx 44 was analyzed, and a visual evaluation noted that the cutting wire was broken, kinked, and blackened from the proximal pierced hole, which are consistent with the findings when the device was observed under magnification. The electrical test and the bow test were not performed due to the device condition (cutting wire broken). Functionally, a spare guidewire was used to perform the test and the jagwire guidewire could advance through the entire length without any problems. No other problems with the device were noted. The product analysis revealed that the cutting wire was broken, kinked, and blackened. The cutting wire being blackened indicates that the device was energized. Based on the condition of the device, the problem found could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can kink the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.